Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided . G4: additional PMA/510(k) number k011028, k013227.

Event description:
It was reported that the implant at tooth site #19 was removed due to peri-implantitis. Patient was at dentist and identified failed implant. Procedure was not completed using another implant, area needs to heal first. Symptoms as a result of the event: pain